Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 437 mg/dl at the time of incident and the other blood glucose level was 137 mg/dl. The customer did not mention any treatments and symptoms related to high blood glucose level. The device will not be returned for analysis.